Event description:
It was reported that the patient's leads were exhibiting low impedances on two different dates but were otherwise normal. It was also reported that high rate episodes were recorded by the device on the same dates. The leads remains in use. No patient complications reported as a result of this event.

Event description:
It was reported that the patient's leads were exhibiting low impedances on two different dates but were otherwise normal. It was also reported that high rate episodes were recorded by the device on the same dates. It was further reported that the atrial lead had a lead warning but now has stable impedance. The ventricular lead also had a lead warning and is showing decreasing impedance, oversensing and may possible have a breech in the lead insulation. The leads remain in use. No patient complications have been reported as a result of this event.

Event description:
It was reported that the patient's leads were exhibiting low impedances on two different dates but were otherwise normal. It was also reported that high rate episodes were recorded by the device on the same dates. The leads remain in use. No patient complications have been reported as a result of this event. It was further reported that the atrial lead had a lead warning but now has stable impedance. The ventricular lead also had a lead warning and is showing decreasing impedance, oversensing and may possibly have a breech in the lead insulation. It was further reported that both the atrial (a) and ventricular (v) leads had lead warnings and low impedance. The v lead also had a slight increase in pacing thresholds. When the v unipolar impedance was being checked the patient felt a shocking sensation. A lead revision was scheduled but during the procedure all lead measurements were acceptable. The device was changed out. Both leads remain in use.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. Both the atrial and ventricular lead diagnostics indicate a temporary drop in impedance. The atrial lead recorded a short during the week ending (B)(6) 2010 and the ventricular lead recorded an impedance as low as 56 ohms during the week ending (B)(6) 2010.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. Both the atrial and ventricular lead diagnostics indicate a temporary drop in impedance. The atrial lead recorded a short during the week ending (B)(6) 2010 and the ventricular lead recorded an impedance as low as 56 ohms during the week ending (B)(6) 2010.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. It was further reported that the patient presented with discomfort in the pocket due to pocket stimulation. There were a and v lead warnings and the leads had switched to unipolar pacing and sensing. The v lead showed noise and the a lead showed far field r-wave oversensing. The ventricular capture management had increased the outputs but in-house testing was stable and within normal limits. Evaluation summary: (B)(4): the actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. Both the atrial and ventricular lead diagnostics indicate a temporary drop in impedance. The atrial lead recorded a short during the week ending (B)(6) 2010 and the ventricular lead recorded an impedance as low as 56 ohms during the week ending (B)(6) 2010.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. It was further reported that the patient presented with discomfort in the pocket due to pocket stimulation. There were a and v lead warnings and the leads had switched to unipolar pacing and sensing. The v lead showed noise and the a lead showed far field r-wave oversensing. The ventricular capture management had increased the outputs but in-house testing was stable and within normal limits. (B)(4). Evaluation summary: (B)(4) and (B)(4): the actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. Both the atrial and ventricular lead diagnostics indicate a temporary drop in impedance. The atrial lead recorded a short during the week ending (B)(6) 2010 and the ventricular lead recorded an impedance as low as 56 ohms during the week ending (B)(6) 2010. (B)(4) there were 5,578 low impedance paces recorded post lead warning on (B)(6) 2009.

Event description:
It was reported that the patient's leads were exhibiting low impedances on two different dates but were otherwise normal. It was also reported that high rate episodes were recorded by the device on the same dates. The leads remain in use. No patient complications have been reported as a result of this event. It was further reported that the atrial lead had a lead warning but now has stable impedance. The ventricular lead also had a lead warning and is showing decreasing impedance, oversensing and may possibly have a breech in the lead insulation. It was further reported that both the atrial (a) and ventricular (v) leads had atrial lead warnings and low impedance. The v lead also had a slight increase in pacing thresholds. When the v unipolar impedance was being checked the patient felt a shocking sensation. A lead revision was scheduled but during the procedure all lead measurements were acceptable. The device was changed out. Both leads remain in use.